Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head exhibited an error code e224. The issue occurred during inspection for an unspecified therapeutic procedure. The procedure was completed with an olympus back-up device. No patient harm was reported.